Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject device was implanted on (B)(6) 2015 and showed ventricular noise oversensing with the implanted right ventricular lead (implanted on (B)(6) 2009). The noise episodes started many years ago but the physician responsible of the center decided not to do a re-intervention even if a complaint of this case was already discussed. During a routine follow-up (on (B)(6) 2017) many episodes were stored in the device memory: several inappropriate therapies were delivered due to the noise oversensing. The electrical values of the lead are stable and in the range. The patient is out of the hospital and followed by a remote monitoring system.